Manufacturer narrative:
Additional information :a3a, b3, b5, b7, g3, h2.

Event description:
Additional information was received indicating that the negative dysphotopsia resolved and patient outcome is good.

Manufacturer narrative:
The device was returned for evaluation. Microscopic examination found the lens cut in 2 pieces across the optic. A review of device history record (DHR) did not find any non-conformities or anomalies related to the reported event. The lot history, trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be determined.

Event description:
It was reported that after implantation of an intraocular lens (iol) into the left eye, the patient experienced constant temporal grey shadows, diagnosed as dysphotopsia. Approximately four months after implantation, the iol was exchanged with a different model iol. According to the surgeon, the most likely cause of the event is the patient needed a different style iol. Additional information was requested, but not received. * must request additional info/confirmation.